Manufacturer narrative:
Updated data: h6. Patient code included. Conclusion: the device history record was reviewed for both valves and showed that both of the products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. No procedural images were submitted for review; however, there were several reports (executive summary, angiogram report, and echocardiogram report) received. A review of the reports confirmed the patient comorbidities in addition to aortic stenosis which can cause difficulties with a procedure. The computed tomography (CT) scan is of poor quality, but calcium can be seen in the annulus and vascular access. The executive summary provided confirmed the valve sizing considerations were handled appropriately due to the patient¿s anatomy. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. High gradients can be valve related (i.e. Degeneration, thrombus, calcification, etc.) Or non-valve related factors (i.e. Left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle dysfunction, etc.). An assignable root cause of the pvl and high gradients cannot be determined with the information available. It was noted that the patient was identified as a borderline candidate for either a 26mm or 29mm valve. This indicates that the probable cause of the pvl and high gradients could be due to size related / patient anatomy issue. A larger (29mm) valve was implanted, and it was implanted at an approximate depth of 3mm below the basal plane, which reduced the peak-to-peak gradient to 1 mm hg and resolved the pvl. Post valve implant, the patient became unable to maintain cardiac output, had anterior st-segment changes, and later died. Conduction disturbances (i.e. Electrocardiogram (ECG) changes) and low cardiac output are known potential adverse effects per the device instructions for use (IFU). A conclusive cause could not be determined from the limited information available. The patient's comorbidities fall within the risk parameters of an expected potential outcome of a transcatheter aortic valve implant procedure. The coroner¿s report concluded the cause of death was cardiac arrest due to myocardial infarction. No autopsy was required or will be performed. With the limited information available, a relationship between the device and the death could not be established. A procedure, or device-related, death is an inherent risk, and it can occur despite an ideal implant procedure or device functionality. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: b5. Additional information was received that the coroner¿s report concluded the cause of death was cardiac arrest due to myocardial infarction. In addition, the patient's comorbidities fall within the risk parameters of an expected potential outcome of a tavi procedure; therefore no autopsy was required or will be performed. No further information will be provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-29, serial/lot #: (B)(4), ubd: 20-oct-2021, UDI#: (B)(4). Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 26mm transcatheter bioprosthetic valve, the patient was identified as a borderline candidate for either a 26mm or 29mm valve. A 26mm was chosen due to the sinus of valsalva diameters. Following deployment, at an implant depth of 4mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp, the valve slowly crept up above the native valve annulus on the ncc side. The peak-to-peak gradient was 81 mm hg and moderate-severe paravalvular leak (pvl) was noted. It was decided that a larger, 29mm valve would keep the slightly supra-annular 26mm valve in place and the frame of the 26mm valve would constrain the 29mm valve to protect the sinus width, but gain the benefit of additional radial force at the annular level. The 29mm valve was implanted at an approximate depth of 3mm below the basal plane, which reduced the peak-to-peak gradient to 1 mm hg and resolved the pvl. The patient was transferred to intensive care unit; a ¿little later¿ became unable to maintain cardiac output, had anterior st-segment changes, and later died. The cause of death is unknown. It is unknown if an autopsy was performed.